Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens+ (lal+, sn (B)(6), +19.5d) was explanted from the patient's right eye due to patient dissatisfaction with vision.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to the following sections: b7, d9, h6, h10. The patient's light adjustable lens+ (lal+, sn (B)(6), +19.5d) was explanted due to dissatisfaction with vision after one light treatment and replaced with a toric iol from a different manufacturer. The patient continued to experience vision issues after the iol exchange, including iol misalignment and repositioning procedure, amaurosis fugax, and floaters. Despite the doctor's explanation that another iol exchange will not resolve the patient's issues with floaters or amaurosis fugax, the patient insisted upon exchanging the toric lens for a standard monofocal. The iol exchange was performed on (B)(6) 2025, and a monofocal iol was implanted as a replacement.